Manufacturer narrative:
.

Event description:
The hcp reported that, the pt had experienced increased pain secondary to nerve root irritation on the right side with corresponding lumber radiculopathy presumed to be secondary to the catheter irritating it. The catheter was replaced. The pt recovered without sequela. The pump was programmed to deliver hydromorphone (2.0 mg/ml); bupivicaine (40.0 mg/ml); and clonidine (100.0 ug/ml) at a rate of 0.0892 mg/day.